Manufacturer narrative:
An event regarding a revision surgery involving a triathlon baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for investigation. Medical records received and evaluation: insufficient patient medical records were provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: not performed as the reason for revision is unknown. Conclusions: the exact cause of the event could not be determined because insufficient patient medical records were provided for review. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Revision for mechanical failure. Femoral component and patella retained from index procedure.

Manufacturer narrative:
This event was reported via clinical outcomes reporting studies. An evaluation of the device cannot be performed as the device was not made available to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision for mechanical failure. Femoral component and patella retained from index procedure.